Event description:
It was reported that the user contacted support requesting clinical guidance for a high blood glucose while using the ilet system and was transferred to a clinician after synchronizing device reports. Symptoms included hyperglycemia. Outcomes included user-reported impact requiring clinical guidance only. Investigation included review of synchronized device data by clinical staff. Investigation of this case revealed an unclear cause with no device malfunction reported or confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.